Manufacturer narrative:
Additional manufacturer narrative: investigation is currently in process by manufacturer, no root cause has yet been established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure the aquabeam scope broke as the scope clamp was being attached to the handpiece articulating arm. The scope was replaced with a new unit and the procedure was successfully completed. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam scope was returned for investigation. Functional testing was able to confirm the reported event as the scope was unable to produce any images and function as intended. The returned scope was attached a camera source and place onto the scope resolution test fixture. When connected to the scope resolution fixture, the scope produced a black image. This is indicative of a broken visualization fiber. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam scope / lot number 71902/s0035 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review identified two (2) other similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt,gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. The root cause is user error due to the user damaging the scope as evidenced by the reported event of "scope shattered while connecting the c-clamp to the articulating arm" and scope producing an black image upon functional testing. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.